Manufacturer narrative:
(B)(4). Detailed analysis and a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis verified that the device was programmed to unipolar when received and that when programmed to bipolar the device had good pacing outputs. The reported clinical observation were not confirmed.

Event description:
Boston scientific received information that a replacement procedure was performed and a new device was implanted with a competitor lead. When the device was connected no pacing was seen. The device was interrogated and confirmed to be in bipolar configuration. The configuration was changed to unipolar but pacing was still not seen. The setting was then changed back to bipolar but the issue was not resolved. The physician elected to other another device. When implanting a new device and the same competitor lead normal pacing was seen. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that this device never triggered replacement indicator while implanted. Detailed analysis will be performed.